Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both low and high blood glucose after disconnecting from the ilet for approximately 15 minutes and administering 18 units of backup subcutaneous insulin via pen; glucose later rose to 70 while on the call, and the user received guidance that meal announcements would account for current glucose and that reconnection to the ilet should wait 1.5 to 2 hours after backup therapy. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.